Manufacturer narrative:
The insulin pump had unresponsive escape buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No frozen screens or unexpected vibration or vibration anomalies noted. Unable to perform prime test or displacement test due to a button keypad anomaly. The device had a cracked case at the display window corners and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.